Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 356 mg/dl, 158 mg/dl, and 282 mg/dl. Customer was using an incorrect code key. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer discarded the test drum; replacement was sent.